Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed a pump stoppage event due to the depletion of the external batteries and the controller's internal backup battery. A specific cause for this event could not be conclusively established through this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported intracerebral hemorrhage could not conclusively be established through this evaluation. The submitted controller event log file showed that on (B)(6) 2021, the patient was connected to external battery power when low power advisory alarms activated, followed by the activation of low power hazard alarms. The external 14 volt batteries then became fully depleted, resulting in no external power alarms beginning on (B)(6) 2021. The system operated on the controller¿s internal backup battery until the pump ultimately stopped. When the system controller was re-connected to fully charged batteries, the clock subsequently reset to the default date of (B)(6) 2000 0:00:00, indicating that there had been a total loss of power to the controller. The pump ramped back up to the set speed without issue, and the remainder of the file captured constant controller clock corrupt alarms due to the clock not being set. The pump appeared to operate as intended. It was later reported that the patient had an intracerebral hemorrhage requiring a hemicraniectomy 3 days after the pump stoppage event and was later discharged. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for mlp-017201 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. The heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 ¿living with the heartmate 3¿ (under ¿sleeping¿) provides instructions for preparing to sleep and instructs the patient to always connect to the mpu when sleeping (or when sleep is likely). ¿if you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.¿ section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was suspected damage to the system controller's power leads and log files were sent for review. Upon review technical services found multiple pump stops on (B)(6) 2021 as a result of the system controller losing power due to the patient's batteries and backup battery (bb) having been completely depleted. It appeared the patient had been sleeping on battery power when the event occurred. The patient had continued to sleep on their batteries even after the pump stop event occurred. The system controller clock was also reset at the time of the event, making it impossible to determine how long the pump was off for. A system controller exchange was performed with success to resolve the alarms. There was damage to the power leads, which had been covered in patient-applied layers of fused tape. As a result of the pump stop the patient had an intracerebral hemorrhage. Three days post pump stop a hemicraniectomy was performed. The patient was discharged after 19 days in the hospital. Related manufacturer's reference number for the system controller with damaged power leads: 2916596-2021-06427.